Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Cuts in the insulation were noted consistent with explant procedure damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this implantable defibrillation lead was scheduled for a video-assisted thoracoscopic surgery (vats) due to a potential pneumothorax. The lead had been implanted two days prior to the vats. It was reported that the lead was implanted with a lot of ectopy however the lead appeared to be functioning appropriately and the procedure was completed. Undersensing and low impedance measurements were later observed and a computed tomography (CT) scan was performed and the lead appeared to be in lung tissue. This lead was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this implantable defibrillation lead was scheduled for a video-assisted thoracoscopic surgery (vats) due to a potential pneumothorax. The lead had been implanted two days prior to the vats. It was reported that the lead was implanted with a lot of ectopy however the lead appeared to be functioning appropriately and the procedure was completed. Undersensing and low impedance measurements were later observed and a computed tomography (CT) scan was performed which showed the lead appeared to be in lung tissue. This lead was subsequently explanted with no additional adverse patient effects were reported.